Event description:
IV tubing leaking, loose, starting to come apart. Manufacturer response: for IV tubing, baxter clearlink continu-flo solution set (per site reporter). Baxter is sending me shipping material.